Event description:
It was reported that the patient experienced a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27 mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the patient, but the position was too proximal. A second deployment was performed and at this time, a pericardial effusion was noted. The physician performed a pericardiocentesis and returned the drained blood back to the patient. The effusion resolved and the procedure was continued. A new 24mm wds was then used to successfully complete the procedure with the closure device implanted in the laa of the patient. The patient did not experience any other complications and is expected to make a full recovery from this event.

Event description:
It was reported that the patient experienced a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the patient, but the position was too proximal. A second deployment was performed and at this time, a pericardial effusion was noted. The physician performed a pericardiocentesis and returned the drained blood back to the patient. The effusion resolved and the procedure was continued. A new 24mm wds was then used to successfully complete the procedure with the closure device implanted in the laa of the patient. The patient did not experience any other complications and is expected to make a full recovery from this event. It was further reported that 750cc of fluid was removed from the patient and transfused.